Event description:
Spinal cord stimulation was attempted the day after implantable neurostimulator implant. There was no response from the patient until the device amplitude reached 0.4 volts. At that point the patient was forced up out of his wheelchair several times and was thrown from his wheelchair. Patient injuries included a fracture to the right femur neck and bilateral protrusions of the acetabulum. The device settings were reported to have been 'appropriate?. The patient status after the event was unknown. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.